Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported from off site that the doctor called her regarding a that one of the console had a foot rest reported issue of not moving in and out. The surgeon moved to the other surgeon side console (ssc) to continue the case. No other trouble shooting was performed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was a dual console procedure and the surgeon switched to the second ssc to perform the procedure.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse performed a site visit to inspect the scissors assembly on the surgeon console and identified a missing center shaft pin and ring retainers. The fse will order the replacement parts and have them arrive for the next fse visit. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. The cholecystectomy procedure was performed on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer converted to a single console da vinci system after the start of the procedure due to the footrest not moving in and out on the second console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
An isi field service engineer (fse) replaced missing pin on scissor assembly to resolve issue. The fse replaced part ID 314960-01 to correct the problems found. The affected part cover cosmetic involved with this complaint is a field scrap item and will not be returning to isi for further investigation.